Manufacturer narrative:
[(B)(4)].

Event description:
In order to undergo a plastic surgery that occured on (B)(6) 2017, the patient implanted with the subject device entered the operation room. At 08:30, prior to the surgery, parameters of the pacemaker were reprogrammed to voo mode, basic rate 80 min-1, and ventricular output 3.0 v/0.35 ms. After this reprogramming, it was confirmed on ECG that the pacemaker was operating according to the programmed parameters. At 15:50, a sales agent of (B)(6) lifeline was informed by the hospital that the patient's condition had suddenly changed. At 15:55, when the sales agent arrived at the operation room, the patient was in cardiopulmonary arrest and receiving cardiac massage. Around 16:15, transcutaneous pacing was applied to the patient. On pacemaker check, no abnormality was observed in the lead impedance. The ventricular output of the pacemaker was reprogrammed to 7.5 v/ 1.0ms, but ventricular pacing failure was intermittently observed. At 19:30, the patient was moved to an intensive care unit. On pacemaker check, the atrial threshold was measured at 2.5 v/1.0 ms and the ventricular threshold 1.75 v/0.35 ms. Parameters were then reprogrammed to ddd mode, basic rate 80 min-1, and maximum rate 110 min-1, it was decided to perform another pacemaker check on the following day. On (B)(6) 2017 - 13:00, pacemaker check revealed that the atrial and ventricular thresholds were both measured at 1.25 v/0.35 ms. Parameters of the pacemaker were reprogrammed to safer mode, basic rate 80 min-1, and maximum rate 110 min-1. On (B)(6) 2017, the surface ECG recorded during the plastic surgery (on (B)(6) 2017) was reviewed, which led to the following findings: before the patient went into cardiopulmonary arrest, there was loss of capture by ventricular pacing pulses and the patient's escape rhythm (junctional rhythm) was shown. With the ECG enlarged, spikes suggestive of pacing pulses were observed. As of (B)(6) 2017, the patient was not recovered and still in coma. It was reported on (B)(6) 2017 that the patient passed away from post-resuscitation encephalopathy on (B)(6) 2017. The device will be returned for analysis.

Manufacturer narrative:
Preliminary analysis did not reveal any issue regarding the subject device.

Event description:
In order to undergo a plastic surgery that occurred on (B)(6) 2017, the patient implanted with the subject device entered the operation room. At 08:30, prior to the surgery, parameters of the pacemaker were reprogrammed to voo mode, basic rate 80 min-1, and ventricular output 3.0 v/0.35 ms. After this reprogramming, it was confirmed on ECG that the pacemaker was operating according to the programmed parameters. At 15:50, a sales agent of (B)(4) lifeline was informed by the hospital that the patient¿s condition had suddenly changed. At 15:55, when the sales agent arrived at the operation room, the patient was in cardiopulmonary arrest and receiving cardiac massage. Around 16:15, transcutaneous pacing was applied to the patient. On pacemaker check, no abnormality was observed in the lead impedance. The ventricular output of the pacemaker was reprogrammed to 7.5 v/ 1.0ms, but ventricular pacing failure was intermittently observed. At 19:30, the patient was moved to an intensive care unit. On pacemaker check, the atrial threshold was measured at 2.5 v/1.0 ms and the ventricular threshold 1.75 v/0.35 ms. Parameters were then reprogrammed to ddd mode, basic rate 80 min-1, and maximum rate 110 min-1, it was decided to perform another pacemaker check on the following day. On (B)(6) 2017 - 13:00, pacemaker check revealed that the atrial and ventricular thresholds were both measured at 1.25 v/0.35 ms. Parameters of the pacemaker were reprogrammed to safer mode, basic rate 80 min-1, and maximum rate 110 min-1. On (B)(6) 2017, the surface ECG recorded during the plastic surgery (on (B)(6) 2017) was reviewed, which led to the following findings: before the patient went into cardiopulmonary arrest, there was loss of capture by ventricular pacing pulses and the patient¿s escape rhythm (junctional rhythm) was shown. With the ECG enlarged, spikes suggestive of pacing pulses were observed. As of (B)(6) 2017, the patient was not recovered and still in coma. It was reported on (B)(6) 2017 that the patient passed away from post-resuscitation encephalopathy on (B)(6) 2017. The device will be returned for analysis.

Manufacturer narrative:
Preliminary analysis did not reveal any device malfunction.

Event description:
In order to undergo a plastic surgery that occured on (B)(6) 2017, the patient implanted with the subject device entered the operation room. At 08:30, prior to the surgery, parameters of the pacemaker were reprogrammed to voo mode, basic rate 80 min-1, and ventricular output 3.0 v/0.35 ms. After this reprogramming, it was confirmed on ECG that the pacemaker was operating according to the programmed parameters. At 15:50, a sales agent of (B)(4) was informed by the hospital that the patient¿s condition had suddenly changed. At 15:55, when the sales agent arrived at the operation room, the patient was in cardiopulmonary arrest and receiving cardiac massage. Around 16:15, transcutaneous pacing was applied to the patient. On pacemaker check, no abnormality was observed in the lead impedance. The ventricular output of the pacemaker was reprogrammed to 7.5 v/ 1.0ms, but ventricular pacing failure was intermittently observed. At 19:30, the patient was moved to an intensive care unit. On pacemaker check, the atrial threshold was measured at 2.5 v/1.0 ms and the ventricular threshold 1.75 v/0.35 ms. Parameters were then reprogrammed to ddd mode, basic rate 80 min-1, and maximum rate 110 min-1, it was decided to perform another pacemaker check on the following day. On (B)(6) 2017 - 13:00, pacemaker check revealed that the atrial and ventricular thresholds were both measured at 1.25 v/0.35 ms. Parameters of the pacemaker were reprogrammed to safer mode, basic rate 80 min-1, and maximum rate 110 min-1. On (B)(6) 2017, the surface ECG recorded during the plastic surgery (on (B)(6) 2017) was reviewed, which led to the following findings: - before the patient went into cardiopulmonary arrest, there was loss of capture by ventricular pacing pulses and the patient¿s escape rhythm (junctional rhythm) was shown. - with the ECG enlarged, spikes suggestive of pacing pulses were observed. - as of (B)(6)2017, the patient was not recovered and still in coma. It was reported on (B)(6) 2017 that the patient passed away from post-resuscitation encephalopathy on (B)(6) 2017. The device will be returned for analysis.